Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspected device and performed a failure investigation. The reported issue was duplicated and determined to be due to a failed pt802 transducer. This is a known issue which can be referenced with CAPA ca-2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the vela cf ventilator unit caused transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.